Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after gaining access with the needle into the right femoral artery, the wire became tight within the needle upon trying to redirect the wire. The wire and needle were removed as one. The wire was felt to have a snag in the coil. A separate wire was dropped and access was obtained again using the same needle. The second wire advanced and the needle was then removed. The sheath was inserted and the case was able to be completed. The blood loss was less than 250cc. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information (B)(6) 2018: the procedure being performed was a left heart cath.